Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (austria) the patient's scs system exhibited high impedances on all contacts during a programming session. Surgical intervention took place on (B)(6) 2016 at which time it was noted the patient's scs extension was broken. As a result, the extension was explanted and replaced. Effective stimulation was reportedly restored postoperative, and the issue has resolved.